Manufacturer narrative:
Investigation summary: bd received 2 samples and 2 photos for investigation. The two customer photos show a device with the hub separated from the collar. Additionally, the two returned samples were visually inspected for hub/collar separation and a defective locking mechanism. Both samples failed testing as the samples were received with the hub separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 4 of 10: it was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 10. It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.